Event description:
Event verbatim [preferred term] a false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m2, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 24jan2025, outcome "unknown", described as "a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer reported a false positive result for flu a obtained from a lucira by pfizer covid & flu home test, which was confirmed with a second lucira by pfizer covid & flu home (device lot number: k10a110322243m4, device expiration date: 29jun2025). Both tests were performed on 24jan2025. Evidence provided. Before starting, the instructions were read. Test kit #: 3 a4m4 p6r. Location of testing was indoor. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The patient was 6 feet from another person when taking the test. The patient was not exposed to covid with in the previous 24 hours of testing. The vial liquid was purple in color. The test was not moved while it was running. After the initial positive test, a retest was completed in 30min. Total tests run before getting this false positive was 0. Kit not available for return. The person tested did not contact a healthcare provider. The status of each led status was covid led status: negative: on; flu a led status: positive: on; flub led status: negative: on. Product quality group provided investigational results on 21mar2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110322243m4, UDI: 3b0c3j9v) was investigated, as it is unknown if the negative lucira test used to confirm the false positive result in inv-335938 is a true negative. The investigation included reviewing deviations, nonconformances, lot trending, expedite trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the negative result led for covid, flu a, and flu b was observed. The complaint of false negative result was not present in the supplied photo(s) and/or video(s), as it is unknown if the negative lucira test is a true negative without evidence of results obtained from antigen or pcr tests. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110322243m4. No quality issues related to lot k10a110322243m4 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110322243m4 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (14mar2025): follow-up attempts are completed. Follow-up ((B)(6) 2025): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] a false positive result [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m2, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 24jan2025, outcome "unknown", described as "a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer reported a false positive result for flu a obtained from a lucira by pfizer covid & flu home test (lot number: k10a110302243m2, device expiration date: 24jun2025), which was confirmed with a second lucira by pfizer covid & flu home (device lot number:k10a110322243m4, device expiration date: 29jun2025). Both tests were performed on (B)(6) 2025. Evidence provided. Before starting, the instructions were read. Test kit #: 3 a4m4 p6r. Location of testing was indoor. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The patient was 6 feet from another person when taking the test. The patient was not exposed to covid with in the previous 24 hours of testing. The vial liquid was purple in color. The test was not moved while it was running. After the initial positive test, a retest was completed in 30min. Total tests run before getting this false positive was 0. Kit not available for return. The person tested did not contact a healthcare provider. The status of each led status was covid led status: negative: on; flu a led status: positive: on; flub led status: negative: on. Product quality group provided investigational results on 21mar2025 for covid-19 and influenza ivd device: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a110302243m2, UDI: (B)(4)) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, expedite trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the negative result led for covid, illumination of the positive result led for flu a, and illumination of the negative result led for flu b was observed. The complaint of false positive result was not present in the supplied photo(s) and/or video(s), as false positive result cannot be confirmed via visual examination without evidence of results obtained from antigen or pcr tests. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110302243m2. No quality issues related to lot k10a110302243m2 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110302243m2 remains acceptable for further distribution. The complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110322243m4, UDI: (B)(4)) was investigated, as it is unknown if the negative lucira test used to confirm the false positive result is a true negative. The investigation included reviewing deviations, nonconformances, lot trending, expedite trending, and evaluating returned photo(s) and/or video(s) supplied by the complainant. A complaint sample was not returned. However, 1 photo of a covid and flu ivd test kit was supplied by the complainant. The sample vial was engaged; illumination of the negative result led for covid, flu a, and flu b was observed. The complaint of false negative result was not present in the supplied photo(s) and/or video(s), as it is unknown if the negative lucira test is a true negative without evidence of results obtained from antigen or pcr tests. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110322243m4. No quality issues related to lot k10a110322243m4 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110322243m4 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. All complaint investigations are trended. There is no current trend alert documented. Follow-up (14mar2025): follow-up attempts are completed. Follow-up (21mar2025): this is a follow-up report from product quality group providing investigation results. Follow-up (07apr2025): this is a follow-up report from product quality group. Updated information: device evaluation added (health effect impact information added) and investigation results updated.

Event description:
Event [preferred term], a false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110302243m2, device expiration date: 24jun2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 24jan2025, outcome "unknown", described as "a false positive result". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "a false positive result" associated to covid-19 and influenza ivd device. Causality for "a false positive result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: customer reported a false positive result for flu an obtained from a lucira by pfizer covid & flu home test, which was confirmed with a second lucira by pfizer covid & flu home (device lot number: k10a110322243m4, device expiration date: 29jun2025). Both tests were performed on (B)(6) 2025. Evidence provided. Before starting, the instructions were read. Test kit #: 3 a4m4 p6r. Location of testing was indoor. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The patient was 6 feet from another person when taking the test. The patient was not exposed to covid with in the previous 24 hours of testing. The vial liquid was purple in color. The test was not moved while it was running. After the initial positive test, a retest was completed in 30min. Total tests run before getting this false positive was 0. Kit not available for return. The person tested did not contact a healthcare provider. The status of each led status was covid led status: negative: on; flu a led status: positive: on; flub led status: negative: on.